Manufacturer narrative:
The customer received a replacement device. A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device would not power on properly. Stryker evaluated the customer¿s device at the product assessment center (pac) and the technician was not able to verify and duplicate the reported issue. No device problem was found. A cause of the reported issue could not be determined. The customer's device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not emit audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not emit audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.